Manufacturer narrative:
The device being reported appears to be an in-hospital use AED, and not a zoll lifevest wearable defibrillator.

Event description:
Received medwatch report mw5170810 on june 6th, 2025 from FDA. The reported event in the medwatch report is as follows: the zoll defibrillator failed to power on, despite working properly a few hours earlier when the safety check was completed. A different zoll defibrillator was retrieved for use on the patient. After the code, the error was re-created by the nursing staff and a red "x" on the battery light began flashing, showing charge status of >30% then 100% intermittently. A power failure was also recreated, and the unit was sent to biomed for evaluation. Upon biomed evaluation, variable functionality was identified, even after replacing batteries as previously described. The unit was sent to the manufacturer for identification and repair of an internal failure. Based on the reported event, the device is not a zoll lifevest defibrillator. The zoll lifevest defibrillator is a home use device. The lifevest battery does not have a battery light that indicates the charge status. The device being reported appears to be an in-hospital use AED.